Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that merlin on demand (mod) revealed inappropriate antitachycardia pacing (atp) for rapid ventricular response (rvr). Programming changes were suggested. The patient is stable.